Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted and in service.